Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, a review of the service history, and a review of the alarm log were performed. The air in line alarm could not be verified through device testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A flogard pump was reported to have an air in line alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.